Event description:
Customer claims that the unit was taken out of the box and it did not power on. There was no pt injury reported. Eval for the returned product shows that the unit did power on, but has no alarm tone.

Manufacturer narrative:
(B) (4). Eval, results: eval for the returned product shows the unit powered on, but there is no alarm tone when the pressure is released from the sensor pad. The fail safe function did not work. (B) (4).